Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was bent with wires exposed. The customer stated this was causing difficulty charging the pump. There was no reported impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.